Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that patient's managing healthcare professional (hcp) was on vacation, so a different hcp pulled his pain pump out because there was a piece of skin attached to it, without a manufacturer representative (rep) being there. The patient reported that he had spoken to the managing hcp. Patient added details, "the hcp was on vacation and there was a piece of skin hooked to the pain pump that broke lose and stuck to the pain pump and the hcp was gone so the different went in and cut it out and he took a grinder to grind the skin off and ground through the pain pump and there was a big sharp edge sticking out of it and he put it back into me and hooked it up and I kept telling him there was something cutting me and by the end of the summer it had cut its way out and by cutting its way out you can see where the hcp had ground on it and made a cutting edge out of it across the top of it so every time I move it cut its way out and it eventually did". Patient service specialist (pss) asked if the patient had followed up with the hcp to get the pump checked and the patient reported "well he took it upon himself while I was out to throw that away in the facility where I did the surgery and he took it upon himself to throw that away and he was asking me questions while I was out what to do with pump and I couldn't talk so he threw it out". Patient reported that he had spoken to the hcp regarding the event "briefly" and mentioned that the next follow-up would be in court. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. The patient was redirected to follow up with hcp regarding events reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that patient had indurated pump pocket. Pocket was revised and pump dehisced several months later. All cultures were negative. For the cause of the pump cutting it's way out, it was stated that the hcp's partner did the procedure and he did not use a grinder. Attempt was made to save pump by revising pocket. It was successful for 6 months then dehisced so the pump was explanted. Patient was sedated and obviously had recall issue. Patient's weight was (B)(6) pounds and height was (B)(6). Patient had relevant medical history of post lami (laminectomy) pain cervical, pump of several years, noncompliance regarding advises, and poor understanding of medical procedure. No further complications were reported. 2017 (B)(6) lfc1 (hcp): no new information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was diagnosed with c-diff (clostridium difficile) and turned septic from the pump cutting its way out. The patient got a nasal infection from the pump being removed.